Event description:
The customer received a questionable result for troponin t short turn around time (tnt stat) on one patient sample. The initial patient sample was 0.024 ng/ml and the repeat result was 0.032 ng/ml. The sample was run on both elecsys 2010 analyzers, serial number (B)(4) and serial number (B)(4). It is unknown which result came from which analyzer. The original result was not reported outside of the laboratory. The results from analyzer serial number (B)(4) were deemed to be the correct results. There were no adverse events. The tnt stat reagent lot used was 16765901, with an expiration date of 04/30/2013. The field service representative found that the high voltage was out of specification. He verified mechanical adjustments and operation. He also adjusted the high voltage. Performance testing was done and was within specification.

Manufacturer narrative:
It was determined that the data provided were part of a correlation study and were not used for diagnostic purposes. The medwatch report referenced in the initial MDR will not be submitted as the information for that event was not used for diagnostic purposes.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. High voltage was adjusted. Refer to medwatch with patient identifier (B)(6) for the report on analyzer serial number (B)(4).

Manufacturer narrative:
A specific root cause has not been identified. During the investigation, 3 tnt stat lots were compared on eight different elecsys 2010 or e411 instruments. It was determined the specific bead lot used for production of reagent lot 168879 exhibited an increased, instrument status dependent matrix effect. The variability in results caused by this matrix effect is dependent upon the maintenance and status of the specific instrument at the customer site.